Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the product was returned to depuy synthes for evaluation. Visual analysis of the returned device revealed that the velys array clamp presents an overall worn appearance consistent with multiple uses. No signs of damage nor defects that could have affect the functionality were observed. None of the threads that were visible appeared damaged. Functional testing was conducted using the returned velys array clamp and a product with the equivalent diameter of a velys fixation pin. The wedge component of the array clan bone assembly was able to be fully tightened through the wedge wingnut. The device was able to retain the pin as intended. The wing knob component that connects the two pieces together was able to be fully tightened and the teeth meshed as intended. The wing knob component that tightens onto the pins can be fully tightened both with and without pins inserted. The array clamp array clasp assy button was fully functional in securing, retaining, and releasing the production equivalent velys arrays without difficulty. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the velys array clamp would not have contributed to the complained issue. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities.

Event description:
It was reported that during device inspection, it was observed that (12) array clamp devices were loose. This event did not occur during surgery. There were no reports of surgical delay. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated, and no conclusion can be drawn at this time. The following medwatch reports are related: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: d4. Lot; h4: updated. Corrected data: d4. Primary UDI number.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H11 additional narrative: the actual device was returned for evaluation. However, since the investigation is still on-going, the assignable root cause could not be determined at this time. Once the investigation has been completed, a follow-up report will be submitted accordingly.